Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted because it 'had risen post-op." The new aus pump was implanted in a new location. Additional information received states the pump was located lower in the anterior scrotum prior to migrating. It had then risen 2cm in the scrotum. The device issues began immediately after the initial surgery. There were patient symptoms or complications and there were no device malfunctions. The patient's status was "good" following the surgery.